Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs from start of use to end of reported event. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-03-21 and all cgm alerts were on. Body weight was not changed after initial setup on 2024-02-14. Data for the described event date of 2024-03-22 was reviewed. The last cartridge change operation was logged on 2024-03-21 at 12:57am while the last infusion set change was logged on 2024-03-19 at 6:58pm. Unless otherwise stated, no motor errors were seen on the review date to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs show a usual meal was announced at 8:29 pm, when cgm glucose was 82 mg/dl. Cgm glucose goes below range quickly after that meal announcement, with a nadir cgm glucose of 39 mg/dl and a total of 25 minutes spent less than 54 mg/dl. Cgm glucose returns to range at 10:41 pm, with 10 additional minutes spent below range (nadir cgm glucose of 66 mg/dl) before returning to range for the rest of the morning. Apart from 4 small basal doses of insulin delivered while cgm glucose was still in range, insulin was suspended from the time of the meal announcement until cgm glucose was consistently in range and rising. No evidence of device malfunction were found in the engineering logs. The ilet was appropriately triggering low glucose alerts and was not making requests for insulin delivery throughout the low events. Once cgm glucose readings began to rise above 180mg/dl, the ilet began to make basal requests in 5-10 minute intervals until readings began to decrease. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended. The hypoglycemic event was caused by the user underestimating the carbohydrate content of their meal and delivering a meal dose that was too large for what they ate.

Event description:
On 3/23/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a low blood glucose (bg) event requiring emt response. The event occurred on 3/22/24. On 3/27/24 the cds followed-up with the user about the reported event. The user reported on friday 3/22/24 they announced a "usual" size meal and did not eat the amount of carbs they intended. The user acknowledged that the meal should have been announced as a "less than" meal. The user reported that they could feel their bg dropping about an hour after the meal announcement and that they received an alert from the ilet. The user reported they tried to treat their hypoglycemia by eating a bowl of raisin bran. When their bg did not rise shortly after they ate some honey. The user reported their bg was still low and decided to take a shower. When their bg was not up after taking a shower, they attempted to administer glucagon in the form of baqsimi (glucagon) but reports that their nose was wet, so it didn't work. At this time, the user called 911 as they were concerned they would not be able to correct their hypoglycemia on their own. Ems arrived and administered glucose gel. The user reported their bg improved and then they experienced hyperglycemia to the 300s mg/dl shortly after ems left. The cds provided education on appropriate meal announcements, treatment of hypoglycemia with rapid acting carb, and appropriate use of glucagon for treatment of severe hypoglycemia. On 3/28/24 a beta bionics customer care agent also followed-up with the user about the reported event. The agent discovered that ems was called by the user's boyfriend after the user lost consciousness for about 10 seconds. The user reported feeling sweaty leading up to ems being called. The user reported the lowest their bg dropped to was 38 mg/dl.